Event description:
The customer reported the fluoroscopic image was grainy and rolling. Further info confirmed that the live fluoroscopic image not usable. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.